Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: internal controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure;switch to back up mode and loss of power.specific component(s) involved: internal controller malfunction;loss of power and switch to back up mode.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller; replacement of other component, implant device type: lvad.